Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented with non sustained right ventricular oversensing episodes due to lead noise. Upon interrogation, it was noted that the sensitivity had been previously adjusted to accommodate the issue, but the noise persisted. Further changes have been suggested.

Event description:
New information received notes programming changes were made to resolve the noise on the right ventricular lead. The patient was stable.